Event description:
During a presentation at a neurosurgeon expert meeting, the surgeon stated that the vns patient had a lead revision due to a lead fracture. It was reported that the fracture occurred seven years after implantation and that the break was distal to the electrodes. It was reported that high impedance was observed and that there was no history of trauma, but that the patient suffered frequent drop attacks. The patient underwent generator and lead replacement.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.